Manufacturer narrative:
Based on the initial escalation analysis, it was observed that the sensor performance temporarily deviated from normal behavior. At the time, the root cause of the sensor performance deviation could not be confirmed, therefore the RMA was authorized for further investigation. The RMA has not been received; therefore, no further investigation is possible at this time. Device evaluated by manufacturer? Not returned to manufacturer h6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusion updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 25, 2023, senseonics was made aware of an incident where the user experienced inaccuracies in sensor readings which led to early sensor removal.